Manufacturer narrative:
This supplement serves as a correction. Upon reassessment, the reported acts like it is running but is not infusing failure mode has been determined to be non-reportable. The severity of this failure is 2-minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction. Upon reassessment, the reported acts like it is running but is not infusing failure mode has been determined to be non-reportable. The severity of this failure is 2-minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint # (B)(4).

Event description:
On 08/27/2024, znyo medical received a report from the customer reporting that the pump runs without infusing the medication. No patient injury/harm reported.

Manufacturer narrative:
Testing results were reviewed and the pump passed all previous test. There are no previous complaints on the device related to the issue. Device received on 0911/2024, investigation in process. This MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. Intuvie received a report stating that the pump was running without infusing the medication. The returned device was evaluated, and no issues were identified during testing. A review of the serial number history revealed no prior similar complaints. As a result, the reported failure mode could not be confirmed, and the cause remains undetermined. Reference to complaint # (B)(4).